Event description:
It was reported that the pump this inflatable penile prosthesis (ipp) was not performing as expected due to it was not inflating the device consistently. The pump and the cylinders were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.